Event description:
Add'l info rec'd from rptr 12/5/01: twenty-four days later pt underwent a repeat endoscopy because of the continuous pain. Pt was found to have chronic duodenal ulcer with evidence of perforation. The pt was taken to the operating room where gram patch closure of the perforated duodenal ulcer was successfully performed. The pt tolerated the procedure well.

Event description:
Pt with metastatic colon cancer to the liver underwent therasphere treatment to the left lobe of liver. Twelve days later pt went to ER for severe abdominal pain, nausea and vomiting and was admitted to the hosp. The next day upper gi endoscopy showed large duodenal ulcer (biopsy was negative for helicobacter pylori). Colonoscopy was done on the same day and was negative. Pt was discharged to home the following day with prescriptions for prilosec 40mg bid, carafate, reglan and pain medications. Pt is being followed closely to monitor any change in status. Pt is enrolled in therasphere study prophylactically receives prilosec to prevent possible gi irritation from radiation. This pt is known to be incompliant with their medication. Pt is a smoker.